Manufacturer narrative:
The field service engineer (fse) was at the customer site on 06/20//2016 and replaced the evacuation bypass valve (ebv). After replacing the ebv the fse was able to run controls successfully.. The repairs were verified per established service procedures. (B)(4). Related events: 2023446-2016-00294, (B)(4). 2023446-2016-00295, (B)(4). 2023446-2016-00296, (B)(4).

Event description:
The customer called in to report positive control failing low on their iq200 urine microscopy analyzer. Erroneous patient results were not reported by the customer and there was no change or effect to patient treatment in connection to the event.